Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the chip and capacitor, mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the right/left directional lever was cracked. The visual examination found the following issues: the bending section cover adhesive was chipped; and switch button 1 was discolored. Functional testing found that the insertion section did not meet with insulation resistance specifications due to corrosion. In addition, the bending angle for the up direction did not meet specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that endoeye flex deflectable videoscope had a cracked right/left directional lever. The device was returned to olympus for evaluation. During evaluation, the device did not relay an image when the angulation control was activated. This issue was caused by damage to the charge coupled unit. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.